Event description:
Customer took a blood glucose reading and received a result of 54mg/dl. At 9pm the customer was unresponsive. Their blood glucose was taken and the result was 20mg/dl. They were given instant glucose, paramedics were called. The customer was unconscious. Paramedics gave the customer dextrose IV. The paramedics tested the customer's blood glucose and received a result of 30mg/dl, and the customer's device read 76mg/dl. Controls were used, values were not provided. A request was made for the return of the suspect device and replacements were sent.